Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2003. At 5 minutes 13 seconds into the ablation there was an alarm and the doctor saw the tubing was kinked. He stopped the procedure, checked all areas, and then started it again. At 8.5-9.0 minutes into the ablation he pulled the 4x4 out of the vagina and found it was moist. He replaced it within another 4x4, pulled that one out, and found it also to be moist. He repeated this with one more 4x4, which was also moist, and then he saw the fluid leaking out of the cervix, so he aborted the procedure. Checking again, he saw blanching on the posterior vaginal wall. A burn center was then called and the patient was admitted for the night to have the burn treated. The patient was discharged within a day or two.